Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported failed to separate from the peel-away. Additional information received (B)(6) 2023: customer reported there was no harm or impact to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of difficulty removing the dilator from the sheath was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr microintroducer dilator/sheath. The dilator was inlaid through the peel-apart sheath; however, the dilator was partially withdrawn. No obvious use residues were observed. A sharp kink was observed in the dilator approximately 1cm distal of the collar. Microscopic inspection of the vessel dilator confirmed the presence of a sharp kink. Material discoloration was observed at the kink site. Inspection of the distal tip was unremarkable. Microscopic inspection of the peel-apart sheath revealed material buckling just distal of the pull tabs. The tip of the sheath appeared unremarkable. The kink in the dilator corresponded to the buckled region of the sheath when the dilator was fully inserted. The kinks in both the sheath and dilator suggested that the fully inserted assembly was manipulated in a way that resulted in permanent deformation. That deformation likely caused the reported resistance when attempting to separate the two components. It could not be determined if the manipulation occurred during kit assembly or after the kit was opened. Consequently, this complaint is confirmed at ¿cause unknown¿ at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported failed to separate from the peel-away. Additional information received on 31 july 2023: customer reported there was no harm or impact to the patient.